Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4)

Event description:
It is now reported that the patient was revised.

Manufacturer narrative:
An update was received on february 1, 2016 that the patient underwent revision surgery and that product was to be returned. However, upon receipt of additional information, the reported device will not be returned for evaluation.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and loosening.

Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate stability and range of motion looked excellent with final components. Office visit notes dated (B)(6), 2014 indicate x-rays showed a well fixed, well-aligned total knee arthroplasty. No radiolucencies or osteolysis were noted. Office visit notes dated (B)(6) 2015 indicate that the patient was experiencing pain with every step. X-rays were indicated to show some collapse of the tibial component on the medial aspect compared to previous x-rays. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that revision surgery is pending.